Event description:
It was reported that stent placement was planned for two areas in the obtuse marginal branch. The physician states that the left coronary system was calcified and tortuous and difficult to wire. He encountered two right angle turns from the left main and circumflex arteries into the om. He estimated the stenosis in the om to be about 70%. He pre-dilated, then successfuly deployed one stent in the distal om and a second stent in the proximal om, with residual stenosis of less than 10%. He noted that when he pulled back on the wire, which was in the very distal end of the om, the wire had become looped and the distal tip had broken off beyond the stented area. He then used a second luge wire and retrieval device to snare the tip of this wire, but was unable to do so. He stated that it was difficult to tell on fluoroscopy that the second tip had also detached, but that it was missing when the wire was removed. He estimated that approximately 30mm of the tips of the wire were missing and were unable to be retrieved. He states the first wire did not go through a stent strut, but the second one may have. He did note resistance when he pulled on the wire to remove them. There was evidence of a small perforation in the most distal portion of the om, but there was no evidence of flow limitation or pericardial effusion on further monitoring. The patient developed chest pain, promptly resolved with IV ntg. Patient is reportedly doing well. Same case as manufacturer's #6000093-2002-00024.